Event description:
It was reported that the patient was delivering boluses without his command on his personal diabetes manager (pdm). He reported the following info from the history: 7:23 am 9.5 units 9:52 am 11.3 units. The case has been reviewed. The physical device was not returned. However, verification of data logs show that each bolus was calculated & adjusted using the bolus calculator and the bolus delivery was made only after the user provided confirmation. This indicates that the bolus deliveries were programmed by the user. Also, the bolus calculations suggestions were inspected. It was observed that the calculator functioned as intended and calculated accurately based on the inputs. Investigation found no issues with the bolus calculator. No medical attention was required as a result of the event.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported hypoglycemia. No lot release records were reviewed, as the product lot number was not provided. It should be noted that this patient called and reported multiple events alleging the same malfunctions. You can find those submitted as follows: (B)(4).

Manufacturer narrative:
The customer reported that on (B)(6) 2023 (date of occurrence), the controller delivered multiple uncommanded boluses. The physical controller was not returned for investigation. The user uploaded the device android log files to cloud. These files were downloaded for the investigation. The phb audit logs showed that the agc algorithm functioned as intended and adapted the basal rates based on the egvs and user inputs. The log files were overwritten and contained information from (B)(6) 2023 onwards. The audit logs showed that multiple boluses were delivered on (B)(6) 2023: 6.1u at 00:43, 3.35u at 2:18, 5.5u at 2:47, 5.6u at 3:58, 3.65u at 5:58,1.2u at 6:12, 9.55u at 11:33, 11.3u at 14:00 and 3.65u at 14:13. Although the audit logs showed that boluses were delivered, without the log files from the date of occurrence it could not be determined if the user interacted with the controller for these bolus deliveries. The exact cause of the reported uncommanded boluses could not be determined.